Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a l4-l5 spinal fusion procedure the navigation system was not communicating with the imaging system. The imaging system failed verification under igs server, but the navigation system was visible under the navigation server list. The imaging system would not allow the site to connect to that navigation system using the navigation server list. The navigation system showed no communication on the acquire images task. Rebooting the mobile view station (mvs) and swapping the ethernet cables did not resolve the issue. Rebooting the navigation system allowed communication to be restored. It was reported that the issue was resolved but the surgeon decided not to move forward with it as the system was not needed for the case and wanted to use it as training for the staff. There was no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.